Manufacturer narrative:
Concomitant medical products: normal saline 500cc bag, spiro, adapter ; therapy date 01/01/2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported orange spots on the patient bed linen. A leak was noticed under the filter section of the tubing. A 24 hour infusion of doxorubicin 16 mg/ m2 , etoposide 80 mg/ m2 and vincristine 0.4 mg/ m2 in 500 ml ns bag was infusing at 20.8cc per hr. The IV tubing was in use for 48hrs. There was no patient harm reported.

Manufacturer narrative:
Concomitant disposable added. The customer¿s report of a leak at the filter was confirmed. Functional testing observed a fluid leak from the reported extension set's filter vent. The observed leak could be related to the time in use of the filter as no issues were reported during priming of the set. The root cause of the leak was due to a damaged filter vent membrane. It is not known how the membrane got damaged; however visual inspection of the filter under magnification observed that the membrane looked to be wetted which could be related to the time in use of the filter.